Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received a photo from the customer facility for investigation. The customer photo was evaluated and the customer¿s indicated failure mode of a broken eclipse safety shield with the incident lot was observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As bd is aware of this issue with the eclipse safety shield, corrective actions have been established and are in the process of being implemented. Investigation conclusion: a photo was received for evaluation and the customer¿s indicated failure mode of a broken eclipse safety shield with the incident lot was observed. Additionally, further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of the indicated failure mode are identified. Root cause description: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. (B)(4).

Event description:
The safety mechanism on a 22 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter failed to function properly post use. There was no report of injury or medical intervention.